Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 301030, batch#: 4256006. It was reported that the bd syringe 10ml s/t bns had a scale marking issue. The following information was provided by the initial reporter: rcc received a complaint via email. I¿m sending this email to notify that 40006ea of part number: bf301030 has been rejected by our plant because the material is being received with illegible printed measurements on the syringes, not acceptable for use. Additional information provided: 1. Kindly provide the date of event. Quality team report the issue on dec 16th 2024. 2. Can you share any physical sample if available for investigation? If yes, please provide the address of the facility for us to ship the return label? Address: (B)(6). 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Not reported.

Manufacturer narrative:
(B)(4). Supplemental MDR - scale marking issue. Correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address and contact information. Evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.